Event description:
It was reported that faradrive sheath was selected for faraview pulmonary vein isolation procedure. It has been mentioned that at the beginning of the procedure, a non-boston scientific (bsc) sheath was used with a non-bsc mapping catheter for the map of the left atrium. Once it was confirmed that the left superior pulmonary vein is not isolated (re-do atrial fibrillation procedure), it was then switched to the opal mapping system. During the course of the procedure nothing abnormal was noted. The patient blood pressure was low, but not alarming low. The procedure was completed without any challenges or abnormalities. Once the catheter and the sheath got removed, the blood pressure dropped very low. The toe (transesophageal echocardiogram) did not show any fluid in the pericardium. When the right femoral vein was injected from the access site, lot of contrast was leaking at the right iliac areas and vascular surgeon was called. The patient was resuscitated and placed a stent along with 10 units of blood, and the blood pressure recovered to over 100 mg. The patient passed away next morning in the ward. Cause of death is unknown at this point in time.